Manufacturer narrative:
Visual examination of the complaint device revealed the exit marker was found to be bunched up on both sides of the catheter and the catheter was cut. Functional analysis could not be performed due to the condition of the device. Based on the condition of the returned device, the noted defects likely occurred due to anatomical or procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a cre wireguided balloon was used during an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2016. According to the complainant, during the procedure, the inflation medium was not able to be fully removed from the balloon and the exit marker bunched up, causing difficulty in retracting the balloon through the endoscope. It was also noted that the catheter kinked. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. Reported event of exit marker bunched up. Reported event of deflation failed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided balloon was used during an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2016. According to the complainant, during the procedure, the inflation medium was not able to be fully removed from the balloon and the exit marker bunched up, causing difficulty in retracting the balloon through the endoscope. It was also noted that the catheter kinked. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be okay.